Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited capture anomaly. The patient had difficult anatomy. The lead was attempted to be repositioned several times but were unsuccessful. The lead was not used and replaced successfully. The patient was doing fine.